Manufacturer narrative:
UDI -- unknown product. No device information has been provided. Requests are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a codman shunt had an unknown malfunction and was revised. The patient complains of headaches; so the parents took him to another physician, who revised device.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheter was irrigated; no occlusions identified. The valve was reflux tested and passed. The valve was then pressure tested; no issues found. The finished good lot number was not provided; however, a review of manufacturing records for the serial number provided found no discrepancies when the products were accepted. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.